Event description:
It was reported that during a tka (total knee arthroplasty) procedure, the blade broke. It was also reported that there was a ten minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a tka (total knee arthroplasty) procedure, the blade broke. It was also reported that there was a ten minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.